Event description:
We received an allegation of a questionable inr result for two patients tested with the coaguchekxs meter with serial number (B)(6) compared to an unknown laboratory method. The reporter was able to provide one example of discrepant results: the meter result at 12:00 pm was 3.5 inr. The laboratory result using a blood draw was 2.5 inr. The reporter thinks that the tests were within 4 hours of each other. The therapeutic range is 2.0-3.0 inr. The interval of testing is weekly.

Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and the results have passed the internal inspection. Per product labeling: "coaguchek method uses human recombinant thromboplastin. Therefore, the comparability to tests using other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastin types. However, those higher differences between thromboplastins of different (rabbit, bovine) origin are not an issue specific for coaguchek assays. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared with several other (rabbit, bovine) laboratory methods."